Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The patient was hospitalized for the peritonitis. On an unreported date, the patient began treatment for the event with unspecified antibiotics (doses, frequencies and routes not reported). It was reported that the peritonitis was resolving, the patient was recovering and would be discharged from the hospital in the following days. At the time of this report, dianeal therapy was ongoing. No additional information is available.